Event description:
According to the patient files provided, a simultaneous and sudden decrease in both atrial and ventricular leads sensing amplitudes and sudden increase in both atrial and ventriuclar leads impedance values was observed, along with the recording of non-physiological signals by the device.